Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal end of stent was damaged with stent struts pushed and bunched distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-feb-2019.  It was reported that difficulty advancing were encountered. Vascular access was obtained via the radial artery. The eccentric, de novo target lesion was located in the severely tortuous and non calcified left anterior descending artery. A 3.50x20mm promus element plus drug-eluting stent was selected for use but failed to advanced to the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.